Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Based on evaluation of the complaint information, this complaint meets the criteria for a previously investigated complaint; (B)(4)

Event description:
It was reported that bd vacutainer® lh pst¿ ii plus blood collection tubes had damaged packaging and deformed tubes. No reported injuries or medical intervention.